Event description:
The manufacturer was notified on (B)(6) 2014 that a mitroflow aortic pericardial heart valve, model 12a, size 25 was explanted after 6.0 years. No additional information was provided.

Manufacturer narrative:
This mitroflow valve was explanted after 6 years due to re-operation. Leaflet calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth also contributed to stenosis. Aortic insufficiency likely resulted from leaflet tears and inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). Histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration, as supported from the scientific literature may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this valve, may also lead to leaflet tearing. Histological analysis also identified inflammatory cells throughout the sample. It is possible that the patient's clinical history and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve. However no patient clinical history was provided.

Event description:
The manufacturer was notified on (B)(6) 2014 that a mitroflow aortic pericardial heart valve (model 12a, size 25) was explanted after 6.0 years. No other details were provided.

Manufacturer narrative:
The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group (B)(4) inc. The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a25 mitroflow aortic pericardial heart valve at the time of manufacture and release. Device was already received and gross examination was performed as of (B)(4) 2014. The full histopathological evaluation is currently being conducted.